Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two samples were received for evaluation in used condition without their original packaging. Visual and functional testing were performed. Visual inspection observed the connector separated from the tube. Functional testing found cording to marks in tube; the connector was inserted 5.33 mm, per procedure it must be inserted 6.0 to 0.5 mm. The root cause of the reported issue was found to be operator training; the dimension of the connector assembly was not verified and lack of detection by production personnel during connector assembly operation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the connector was separated from the tube before use. No patient injury was reported.